Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, broken battery compartment, and a scratched lcd lens. Functional testing was able to duplicate the reported problem. It was determined that the contaminated main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 44508. There was no patient involvement and no harm/adverse event reported.